Manufacturer narrative:
(B)(4) = ring dehiscence. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the event could not be confirmed through evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause cannot be confirmed, the severe mitral regurgitation experienced by the patient was most likely caused by the patient's reoccurrence of endocarditis, leading to ring dehiscence. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the operative report indicates the source of (B)(6). No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 11 months due to endocarditis, mitral regurgitation (mr), and dehiscence. According to the operative report, this patient's history includes staph endocarditis in 2005. In 2009, tee demonstrated moderate mr. He was admitted in 2010 with congestive heart failure and rapid atrial fibrillation. Echo showed severe mr. On (B)(6) 2010, the patient had mitral valve repair and a maze procedure and subsequently did well. In (B)(6) 2011, he was admitted with (B)(6) and was shown to have severe mr. He was treated with six weeks intravenous antibiotics and was subsequently culture negative. He then was admitted in (B)(6) 2011 with congestive heart failure. Blood cultures were negative. Tee showed severe mr and partial dehiscence of the edwards annuloplasty ring, but resolution of the vegetation seen in (B)(6). Upon inspection, the mitral annuloplasty ring was well healed over 75% of the mitral annulus. There was dehiscence over p3, a section of a3 and the intervening commissure. There was "gruminous material under the ring, more over the p3 segment." There also appeared to be a healing vegetation on p3 and there was destruction of the part of the p2 and p3 segments with leaflet perforation. The anterior leaflet was thickened, but there were no vegetations. The ring was removed and replaced with an edwards bioprosthetic valve. Additionally, the surgeon has indicated that this event was patient related and not due to a device malfunction.